Manufacturer narrative:
The account replaced the motor control board to repair the bed.

Event description:
Alleged the wrench light is on and the bed is locked out. The account inspected the bed and found the u24 component on the motor control board shorted and the control board cover was discolored.